Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that poor cutting of the probe occurred. The condition of aspiration and actuation was unknown. The procedure was completed after replacing the product with another one. There was no patient harm. The product sample has been requested.

Manufacturer narrative:
A review of the related device history record for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. No probe sample has been returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned by the customer and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
A review of the related device history record associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. One probe sample was returned for evaluation. The complaint sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 120 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when the inner cutter was removed from the needle. Wear marks were present at the bend area and the cutting edge of the inner cutter. The complaint evaluation does confirm the probe cutter did not cut. The most likely root cause of the poor cutting appears to be from the probe already be used for approximately 120 minutes of surgical use prior to the cutter not being able to work properly. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use greater than this typical timeframe. Excessive surgical use of the probe will wear and damaged the inner cutter such that the cutter movement is impeded. No action is being taken for the complaint as the probe has exceeded the useful life of the probe. All probes are also 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).